Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose readings. Customer stated that their blood glucose reading was 21.8 mmol/l in the morning and was treated with 12 units of insulin. Customer's blood glucose reading at the time of the call was 26.4 mmol/l. Customer believes the issue is with the infusion set and declined troubleshooting. Customer was called back to check how they were doing and it was reported that the blood glucose readings were coming down and the readings were currently at 19 mmol/l. No further information reported.